Manufacturer narrative:
The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). Customer performed a full display check and the results field is flickering. The memory was accessed and the results field is flickering in the memory. There was no allegation that any test results had been misinterpreted.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the circuit board was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.